Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported he had the device removed because it did no good. Patient reported that the device was implanted to treat retention following patient¿s prostrate radiation. Patient went to see a doctor, who was not patient¿s healthcare professional, and he told the patient that he had a reduced bladder neck. A surgery was performed to address the reduced bladder neck and now the patient no longer has issues with retention. Patient reported that the device was removed beginning of (B)(6) 2014. No further complications related to this event were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and passed final functional testing. The ins output was tested at the cut end of the returned lead and showed good, stable output was observed on all electrode pairs. Telemetry was acceptable. Analysis of the lead model 3889-28 lot # va08xpt identified a short between all conductors in the body of the lead consistent with explant damage. Analysis also identified markings on the outer insulation of the lead which were consistent with markings made from a tool. When the cut lead was tested with the ins, it showed good, stable output on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device issue code (B)(4) has been added to reflect additional information reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they had received a letter for an update on their device which was actually removed due to being ineffective and that they were never trained when they got the implant. Patient wanted to call in to let medtronic know that they no longer had the device implanted but that they received a letter which they filled out and sent back. They also got a request to send the device back. Patient has the patient programmer and the removed ins and wanted to know if medtronic wanted them back. Patient noted that there is a biohazard bag. No further information was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Other applicable components are: product ID: 3889-28, lot# va08xpt, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient reiterated previous information of device not being effective and patient having the device removed. Patient stated prior to the device, they had prostate cancer and inflammation, so patient wasn't able to urinate. Patient stated hcp found that patient had a blockage and should have never had device implanted. Patient stated 5 days after ins was removed, patient was able to urinate. Patient inquired if pp was something that patient might be able to use in the future if patient were to get another ins in the future. Patient saw pp works with 3023 and 3058. It was reviewed patient's ins model #3058 and let patient know pp was compatible with 3058 and 3023 ins was outdate. It was reviewed that the representative wouldn't know if pp will be compatible with devices in the future. Patient inquired what we could use patient's pp for. It was reviewed option of donating pp. Patient will keep pp in case patient needed pp in the future. Product was returned.